Manufacturer narrative:
Lamp module (001320lx) was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that during use of the lamp replacement mlz, the lamp did not illuminate when the power was turned on during a coronary artery bypass graft CABG) surgery on (B)(6) 2020. Total lamp usage was at 300 hours. Another lamp was used to complete the procedure. There was a 30 minute surgical delay but no adverse consequence to the patient. .